Manufacturer narrative:
Other applicable components included: product ID: 8709, serial# unknown, implanted: (B)(6)2011; explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(30 mg/ml, 19 mg / day) via an implantable infusion pump for non-malignant pain and other chromic/intract pain (trunk/limbs). It was reported that the patient was undergoing a pump replacement and the hcp was unable to aspirate the old catheter during catheter dye study. There was no environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced and the issue was resolved. No patient symptom was reported. The patient status was alive with no injury. No further complication was reported.